Event description:
Customer reported that titanium screw for acl reconstruction cut ligament in the right knee when the surgeon was placing it in the medullar cannal.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design -non-cutting edges not rounded process -devices manufactured out of specification -deburring step not completed application -user carelessness with sharp instrument in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Customer reported that titanium screw for acl reconstruction cut ligament in the right knee when the surgeon was placing it in the medullar cannal.